Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported while a peritoneal dialysis (pd) patient was ¿twisting off¿ the minicap, the dark blue component (female connector) of the transfer set detached from the main body of the set. Subsequently, the patient developed peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the peritonitis. The patient received unspecified treatment for the event. The transfer set was removed the same day as the event. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported that the patient was not hospitalized for the peritonitis event and pd therapy was ongoing. It was further reported that a leakage was observed when the transfer set became separated. H10: the device was received for evaluation in wet condition, with no pouch, and with the minicap attached to the female connector. Visual inspection with the naked eye observed damage on the upper threads of the female connector and a separation between the female connector and main body. The leak test identified a leak at the female connector. The leak occurred between the minicap and the dark blue female connector sealing surface with the clamp in opened position. The leak was due to damaged threads on the dark blue female connector. No leak was observed in the separation area between the main body and female connector. No other leaks were observed. Clear passage and clamp function testing were performed with no issues noted. The reported condition of separation and leak were verified. The cause of the separation was determined to be a manufacturing issue. The cause of the damaged threads could not be determined. Should additional relevant information become available, a supplemental report will be submitted.